Event description:
A medical consult was requested for an evo toric icl regarding evaluation of postoperative alignment and residual refraction. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Claim#: (B)(4).